Manufacturer narrative:
Additional information was received that the patients complaint of charging difficulty was investigated. The battery discharge and charge profiles were observed and revealed no anomalies. The charge profile was showing signs of poor charger to ipg coupling which can prolong charging times. When conditions are good, the ipg fully charged without issues. The program usage showed that the patient uses a program with high amplitude that requires charging between 2-3 days. However, this doesn¿t reveal any signs of depletion issues. The history counters show a reset value within a normal range. The impedance measurements revealed 1 contact with a high value. The ipg appeared to be working as expected.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. Upon evaluation, it was determined that the ipg was too shallow. Database analysis was taken, if the result was normal, it meant that the issue was not mechanical. The physician will do a revision to place the ipg in a different location and will bury the ipg deeper.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. Upon evaluation, it was determined that the ipg was too shallow. Database analysis was taken, if the result was normal, it meant that the issue was not mechanical. The physician will do a revision to place the ipg in a different location and will bury the ipg deeper.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. Upon evaluation, it was determined that the ipg was too shallow. Database analysis was taken, if the result was normal, it meant that the issue was not mechanical. The physician will do a revision to place the ipg in a different location and will bury the ipg deeper.